Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(4)) l2-l5 interbody fusion procedure in a patient (patient ID: (B)(6)). Patient medical history: chronic pain, lower urinary tract infectious disease, obesity, primary osteoarthritis of left hip, scoliosis of lumbar spine, unspecified scoliosis type. Interventions: patient was hospitalized from (B)(6) 2025 for wound irrigation and debridement. It was reported that patient had wound infection after surgery with specific symptoms of wound discharge and visible dehiscence causing wound irrigation and debridement procedure with hospitalization. No product malfunction reported. As per site related assessment, event was possibly related to device and causally related to study procedure. MRI was done which showed fluid collection and surgical wound infection. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.